Event description:
A ventilator was evaluated by a third party field service engineer for service. The device was not in patient use. During the evaluation of the device by the third party field service engineer, the device failed a test step during testing. The device's proportional valve and solenoid valve were replaced to address the issue.